Manufacturer narrative:
Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the keypad connector on electrical board was properly locked. No damage to the keypad assembly noted. Device passed displacement test and self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had bottom irresponsive and arrows and central button was unresponsive. The customer¿s blood glucose level was 154 mg/dl at the time of the incident. Customer states the button was not unresponsive during an easy bolus attempt. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.